Event description:
Pumping began after the iab as inserted. However, clinician noticed that the distal part of the balloon would not inflate. Clinician attempt to inflate balloon w/syringe, but was unsuccessful. Catheter was removed and replaced. There were no reported patient complications.